Event description:
On (B)(6) 2024, this patient underwent an endovascular treatment for subacute type b aortic dissection using gore® tag® conformable thoracic stent graft with active control system (ctag ac; proximal tgm282815j, distal tgm262110j). When deploying the proximal ctag ac, the left subclavian artery (lsa) was unintentionally partially covered by the device. Blood flow into the lsa decreased. A bare-metal stent (smart, 8 mm x 4 cm) was implanted in the lsa and the blood flow improved. The patient tolerated the procedure. The reporting physician commented as follows: slight shift of the device to the distal side was expected, but it did not shift. The fact that the origin of the lsa was narrow was also considered as a factor of the event.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: codes for investigation findings/conclusions have been updated to c19 and d15, respectively, to reflect results of investigation.